Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately three weeks after implant the patient noted purulent drainage from the incision. The patient was diagnosed with cellulitis and prescribed oral antibiotics. Three weeks after that two stitch abscesses were drained and the patient was started on a different oral antibiotic. The implantable cardioverter defibrillator (ICD) remains in use. The patient is a participant of the product surveillance registry. No further patient complications have been reported as a result of this event. It was further reported that a patient exam revealed a deep pocket abscess medial aspect of the incision.